Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an air bubble was observed in between the patient line and luer lock. There was no reported impact to the customer's blood glucose level. Reportedly, the customer primed to remove the air bubble.